Event description:
The ge oec 9800 fluoroscopy system had collimators reported by the facility physicist as being out of tolerance.

Manufacturer narrative:
A ge oec service representative investigated the issue and the collimator was calibrated to specification and regulation. Tolerances were verified. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.